Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was confirmed. The cassette sensor (lock sensor) is defective. This will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the cassette sensor is defective. There was no reported patient involvement.